Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On september 14, 2018, it was reported that the device had a leakage issue. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet china has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome by zimmer biomet china on november 5, 2018 revealed that the calibration was out of specifications at all settings. The motor speed was within specifications and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet china on november 5, 2018 which included replacement of the reciprocating arm, bearings, and screws. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by zimmer biomet china it was noted that the device operated within motor speed specifications. No air leakage was noted during operation. However, the customer hose was not returned with the device for evaluation. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet china it was noted that the device operated within motor speed specifications. No air leakage was noted during operation. However, the customer hose was not returned with the device for evaluation. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
A delay of 1 hour during surgery was reported. No additional event information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source - foreign - (B)(6).

Event description:
It was reported that the air dermatome had a leakage issue. An hour delay did occur.